Event description:
During a treatment procedure to place a greenfield vena cava filter. The carrier could not be locked into the braided sheath. The physician was able to hold the carrier in position and deloy the filter successfully. There were no pt injuries or complications and the current pt status is 'good'.